Manufacturer narrative:
Insulin pump received with blank display due to moisture damage on electronics and motor assembly. Unable to perform any tests due to blank display. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had blank display. The customer's blood glucose level was 100 mg/dl. The customer stated that the insulin pump was exposed to moisture. The device will be returned for analysis.